Event description:
On (B)(6) 2022 a patient (pt) in south korea called to report a diagnosis of right eye (od) corneal ulcer and endophthalmitis while wearing the acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt rubbed the od due to what the pt thought was ¿some kind of dust.¿ the pt felt dryness and the lens ¿didn¿t stick to the eye¿ so the pt removed the suspect cl. The pt reported dryness after removing the od suspect cl and went to the ER for evaluation on (B)(6) 2022. The pt was diagnosed with corneal ulcer and endophthalmitis. The pt reported being in the hospital for treatment for the od and advised the od is getting better. The pt was also advised not to wear cl. The pt reported that the doctor stated this issue ¿could be due to the foreign matter or the side effect of lenses.¿ no additional information was provided. On 20oct2022, the pt provided additional information. The name of the eye drops prescribed was vigamox (moxifloxacin hydrochloride), trona eye drops (tobramycin), tarivid ophthalmic ointment (ofloxacin) and autologous serum eye drops (frequency not provided). The pt advised since the event was ¿so acute¿, the pt was hospitalized for 2 weeks. The pt has a ¿side effect of power changing due to the cornea turning in to white colour.¿ the medical reports were requested from the pt. On (B)(6) 2022, the pt provided medical documents by email. On (B)(6) 2022, translated medical document were received. The pt was treated at a hospital for keratohelcosis (corneal ulcer). The pt was discharged with tylenol 8 hour extended-release caplet 650 mg; vigamx ophthalmic solution 0.5%; trona ophthalmic solution 15mg/5ml. The main diagnosis was central corneal ulcer od. The pt was treated with topical antibiotics. On discharge, the pt was instructed to apply od eye drops, vigamox and trona once every 2 hours during the day, once every 4 hours during the night, and apply tarvid eye drops before bedtime. -medical receipt also listed trona eye drops 15mg/5ml (tobramycin), gaster tab 20 mg dong-a (famotidine), moveloxin tab 400 mg (moxifloxacin hydrochloride); vigamox ophthalmic solution 0.5% (moxifloxacin hydrochloride); tarivid ophthalmic ointment (ofloxacin); tylenol 8 hour extended release caplet 650mg; vfend inj 200mg (voriconazole); tridol injection 50mg (tramadol hydrochloride). No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 6318740110 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.